Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor and power control board were replaced, calibrated and tested and they operate as intended.

Event description:
The customer reported the 9800 system completes the image exposure and auto swap, but the left monitor is black and without image. No patient injury was reported.